Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected two of three reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted. The remaining reservoirs were returned without the septum, transfer guard, snap cap or plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with trouble shooting and was able to resolve the issue by changing the reservoir. The customer was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis.